Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Battery communication timeout alarms were noted in ehl. The device was visually inspected. No anomalies were noted. Functional testing was performed. The clutch alarm was verified and duplicated by motor drive test. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is clutch. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was observed during inspection of a returned medfusion pump that the pump had clutch alarm. There was no patient involvement and no harm/adverse event reported.